Event description:
The account alleged that the hi/low head is drifting down. He has checked the coil and has replaced the hi/low down value but ths issue remains.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.